Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were provided by the customer for investigation. A sample or photo would be helpful to perform an analysis and confirm the symptom reported by the customer. This batch records do not have any information indicating that an issue was experienced while producing this lot. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the investigation conclusion and without a sample to analyze, the symptom reported by the customer could not be confirmed. This is the first complaint for this lot for any type of issue/ concern. We will continue monitoring the complaints trend. Rationale: CAPA not required at this time.

Event description:
It was reported that cannula blunt plastic was bent. This was discovered before use. The following information was provided by the initial reporter: it was reported to the tga by an unknown customer that the stem of the bd blunt plastic cannula interlink is bent.